Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A supply change was performed and the occlusion alarms continued. A system check was performed and the occlusion alarms were verified. A supply change was performed resolving the current occlusion. Customer's blood glucose level ranged between 137-186 mg/dl.